Event description:
The customer returned the device stating, ¿there was a downstream occlusion (dso) failure during testing¿; during device evaluation it was found the dso sensor was worn/defective.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿there was a downstream occlusion (dso) failure¿ was confirmed through downstream occlusion test failure. Unit was unable to perform downstream occlusion test. The probable cause was worn/defective dso sensor. The dso sensor was replaced to correct the issue. Performed dso/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.